Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic incisional hernia type intraperitoneal onlay mesh (ipom), during fixation of the mesh at the end of the surgery, out of forty two attempts, only eight to ten tacks penetrated deep enough to hold the mesh. All the others did not penetrate deep enough, not enough to hold the mesh in place, the tacks remained stuck into the end of the loading unit, if the surgeon wanted to retract, the tack with the mesh came down. The 5 reload had the impression to work a bit better than the 8. There was no issue with the loading/unloading. The surgeon did not use too much counter pressure, and manipulated the handle always in the same way. Also sometimes there was a strange noise. Eventually the surgeon asked for another device to fixate the mesh without any problem. At the end of the surgery, the surgeon took a lot of time to try to pull out some of the tacks that were hanging loose. The procedure was extended by more than 30 minutes. There was no patient injury.